Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a ureteroscopy and stone removal, the basket of an ncircle tipless stone extractor would not retract completely. The procedure was completed with another basket. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one used ncircle tipless stone extractor to cook inc for investigation. The purple support sheath was bent. The male luer lock adapter (mlla) and collet knob were secure. The basket could be functioned by the handle, but the basket would not fully close and would overextend in the open position. No damage was observed to the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would function as the handle was actuated, but the basket would not fully close. The basket would also overextend in the open position. The purple support sheath was bent. It is likely the cause of the issue is that the basket sheath had moved proximally inside the support sheath, effectively shortening the length of the basket assembly. The bent support sheath indicated was possible that excessive force was applied to the device during use, causing the issue of the basket not fully closing. However, no information was known regarding device handling during the procedure. Therefore, the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: perioperative nurse coordinator. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy and stone removal, the basket of an ncircle tipless stone extractor would not retract completely. The procedure was completed with another basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no harm to the patient due to this occurrence.